Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
As reported: "revision of right total hip. Femoral head fell off femoral stem."

Event description:
As reported: "revision of right total hip. Femoral head fell off femoral stem."

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown accolade stem was reported. The event of disassociation was confirmed through clinician review of the provided medical records. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photograph indicated that the devices were covered in blood and tissue consistent with explantation. The trunnion of the stem is severely worn. Damage is consistent with the loss of taper lock. -clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports a failed total hip replacement about 15 years after implantation due to trunnion/head disassociation. I can confirm that this event took place since I was able to view an x-ray showing the disassociation. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of trunnion disassociation is multifactorial including surgical technique factors, patient factors, and implant factors. Metallurgical analysis would be required. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant indicated: this inquiry reports a failed total hip replacement about 15 years after implantation due to trunnion/head disassociation. I can confirm that this event took place since I was able to view an x-ray showing the disassociation. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of trunnion disassociation is multifactorial including surgical technique factors, patient factors, and implant factors. Metallurgical analysis would be required, further information such as device return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.